Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 20) occurred during basal delivery with multiple cartridges. Reportedly, the customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. The customer's blood glucose level was 133 mg/dl.